Event description:
Security officer hooked the AED machine up to the victim who was not breathing and unresponsive. Machine indicated "no shock advised", continue CPR. Officer performed CPR until the fire rescue arrived on the scene. Upon the arrival of fire rescue, the victim was still not breathing and still unresponsive. Fire rescue began CPR and managed to obtain a pulse from the victim, and transported him over to the hospital for further eval.

Manufacturer narrative:
The device has been requested from the customer, but has not yet arrived in the depot repair department for eval.